Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro failed to deactivate. A second device was used to complete the procedure. There was no harm to the patient reported.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise: (B)(4). Corrected section: a4--patient weight the device was returned to the factory for evaluation on 08/03/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The gray siliocone on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. No visible defects were observed to the toggle. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed. The lot # 3000247054 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.